Event description:
A customer reported that a touchscreen on their pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer reverted to using multiple daily injections as a backup insulin therapy.